Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings:a review of the black box indicated reboots had occurred. Visual inspection did not find any damage to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. The pump casing was removed and no internal defects were found. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was no damaged to the battery compartment or battery cap, no moisture in the pump, and the battery cap secured properly to the pump. During troubleshooting, the reporter inserted a battery from a new pack but the pump did not power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.